Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pains in lower abdomen') and systemic lupus erythematosus ('chronic lupus / autoimmune issues') in a 39-year-old female patient who had essure (batch no. D31446) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced visual impairment ("problems with sight"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), menorrhagia ("heavy periods"), headache ("headaches"), pain in extremity ("leg pain"), back pain ("back pain"), pain ("pain throughout the body"), depression ("depressed"), abdominal distension ("bloated stomach"), allergy to arthropod bite ("allergies to the least insect bite"), fatigue ("intense fatigue"), urinary tract infection ("recurring urinary infections"), arthralgia ("debilitating pain in the hips") and phlebitis superficial ("mondor's disease") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, systemic lupus erythematosus, pain in extremity, back pain, pain and arthralgia had not resolved and the visual impairment, menorrhagia, headache, depression, abdominal distension, allergy to arthropod bite, weight decreased, fatigue, urinary tract infection and phlebitis superficial outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to arthropod bite, arthralgia, back pain, depression, fatigue, headache, menorrhagia, pain, pain in extremity, phlebitis superficial, systemic lupus erythematosus, urinary tract infection, visual impairment and weight decreased with essure. The reporter commented: patient was in constant pain. Every daily task required effort; then she was obliged to stop quite quickly because the pain defeated her mentally. MRI scan was scheduled. Lot number: d31446, manufacture date: 2014-11, expiration date: 2017-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pains in lower abdomen') and systemic lupus erythematosus ('chronic lupus / autoimmune issues') in a (B)(6) female patient who had essure (batch no. D31446) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced visual impairment ("problems with sight"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), menorrhagia ("heavy periods"), headache ("headaches"), pain in extremity ("leg pain"), back pain ("back pain"), pain ("pain throughout the body"), depression ("depressed"), abdominal distension ("bloated stomach"), allergy to arthropod bite ("allergies to the least insect bite"), fatigue ("intense fatigue"), urinary tract infection ("recurring urinary infections"), arthralgia ("debilitating pain in the hips") and phlebitis superficial ("mondor's disease") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, systemic lupus erythematosus, pain in extremity, back pain, pain and arthralgia had not resolved and the visual impairment, menorrhagia, headache, depression, abdominal distension, allergy to arthropod bite, weight decreased, fatigue, urinary tract infection and phlebitis superficial outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, allergy to arthropod bite, arthralgia, back pain, depression, fatigue, headache, menorrhagia, pain, pain in extremity, phlebitis superficial, systemic lupus erythematosus, urinary tract infection, visual impairment and weight decreased with essure. The reporter commented: patient was in constant pain. Every daily task required effort; then she was obliged to stop quite quickly because the pain defeated her mentally. MRI scan was scheduled. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.